Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a tibial nail removal on (B)(6) 2018, the extraction tool appeared to be well worn and it wouldn't engage with the thread of the nail. Several attempts were made before changing to an extraction screw which did the job. The surgery was completed with a delay of 10 minutes. There are no reported patient consequences. This report is for an extractor screw for tibial and femoral nails. (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part: 03.010.000, lot: 9045594: manufacturing site: hägendorf, release to warehouse date: 08.aug.2014: the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: upon visual inspection of the complaint device it can be seen that the thread on the proximal end has some deformation (see the attached pictures on pc level) from use, this thus confirming the complaint description. Furthermore, the instrument has scratches, dents and small deformation all over the surface. Drawing/specification review: drawings and revisions are in accordance to DHR of production lot 9045594. All relevant features are defined on the used drawing revisions of DHR of production lot 9045594. Dimensional inspection: because of the damage (thread), the complaint relevant dimensions cannot be checked for dimensional accuracy. Summary: a device history record (DHR) review was performed for the affected lot, (B)(4)parts were delivered to the warehouse, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in august 2014. No ncrs were marked in the DHR during production. Moreover a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. There is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place or/and that wear and tear from often use over the years (as the instrument is nearly 4 years old), led to this damage. To prevent such problems, it is necessary worn or damaged instruments to replace and/or to operate according to the relevant technique guide. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.